Event description:
Sorin group received a report that the po2's dropped during the procedure. The clinician changed out the oxygenator. Anesthesia ventilated the patient during the change out which took 45 seconds. The hospital informed sorin that the patient expired and stated that this had nothing to do with the oxygenator.

Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the apex membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the po2's dropped during the procedure. The clinician changed out the oxygenator. Anesthesia ventilated the patient during the change out which took 45 seconds. The hospital informed sorin that the patient expired and stated that this had nothing to do with the oxygenator. The oxygenator was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
The unit was returned to sorin group (B)(4) for evaluation. Gas exchange testing confirmed the issue. Porosity testing showed that the test unit had significantly higher pressure drop which indicated that a number of fibers were blocked due to residues. This in turn would decrease the gas exchange. Evaluation of the pump records showed that the oxygenator performed well during the first 40 minutes of the procedure then the gas exchange started to decrease. Sorin group (B)(4) stated that based on this information and the porosity test results, the reported issue was most likely caused by biological deposition on the fibers blocking the gas exchange pathway. This type of deposition may be linked to patient hematological conditions, biological events or medications related to the procedure. There is no evidence which suggests that the issue was caused by a problem with the oxygenator. Sorin group (B)(4) stated that data from the last 12 months shows this case is a rare event. No further action is deemed necessary. They will continue to monitor the market for trends.